Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter's blood glucose was in the 300 mg/dl and 400 mg/dl range on saturday. The customer changed her infusion set five times. She treated via insuln pump bolus and manual insulin injection. No products were returned and four reservoirs and infusion sets were shipped to the customer.